Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to place existing pump in storage mode and return it using prepaid label, and was informed they would need to enter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged while continuing to use current pump until replacement arrived.